Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) presented to the emergency room with complaints of receiving shocks. It was determined that due to the patients condition of atrial fibrillation and the patients heart rate measuring 223 beats per minute the device inappropriately provided shock therapy. Evidence suggests that therapy was exhausted. This patient will continue to have routine follow-ups. This ICD remains in service. No adverse patient effects were reported.